Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified posterior descending artery. After pre dilation was performed, a 24x2.50mm promus premier¿ drug-eluting stent was advanced but device was unable to cross the lesion. Several additional pre-dilations were performed then device was re-advanced but still device was unable to cross. When the device was removed from the patient's body, it was noticed that the stent struts got stretched and were deformed. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the device found that the stent was returned detached from the stent delivery system (sds). The stent was damaged and stretched its entire length. The maximum crimped stent profile measurement at the time of manufacture was within specification. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were present on the balloon body indicating the stent was crimped to the balloon prior to shipping. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified posterior descending artery. After pre dilation was performed, a 24x2.50mm promus premier¿ drug-eluting stent was advanced but device was unable to cross the lesion. Several additional pre-dilations were performed then device was re-advanced but still device was unable to cross. When the device was removed from the patient's body, it was noticed that the stent struts got stretched and were deformed. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was good.